Event description:
A healthcare facility in (B)(6) reported via fisher & paykel healthcare's distributor that the rt020 end expiratory filter ('the filter'), when connected to the ventilator allegedly caused the ventilator's flow rate to drop from '25 to 10', the peep reading to increase from '5 to 17' and the expired tidal volume to be reduced by over 80%. A respiratory therapist subsequently replaced the filter and the readings returned to normal. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare has requested for the return of the rt020 end expiratory filter in order to conduct an investigation into the possible root cause of the reported event. We are currently awaiting a response. We will submit a follow-up report following receipt of the device, additional information and completion of our analysis.